Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient and event information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg would not communicate with the patient controller since the patient underwent an unrelated surgery approximately one year ago and it is unknown if the ipg was placed into surgery mode. Manufacturer's representative met with the patient and was able to recover the ipg using clinician programmer. Patient has therapy now.